Event description:
It was reported prior to a breast biopsy procedure that no specimen came out at sample mode. The system vacuum, probe, and cannister was checked. The back up device was used to take the biopsy with no pt consequence. The customer is requesting an evaluation of the device.

Manufacturer narrative:
Eval summary: based upon the inquiry info rec'd, visual and functional examination: the unit was found to require the vso system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.